Event description:
Procedure type: hemorrhoidopexy. According to the reporter: the staple line failed on behalf of anastomosis after firing. The physician manually sewed the anastomosis where the staples failed, then continued to oversew the staple line on the edges near the failure.

Manufacturer narrative:
(B)(4).